Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device will no longer power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to a failure of a crystal, designator y1 from the analog pcb assembly.  It was observed that the crystal was no longer oscillating, which was leading to the device to no longer power on.   The customer was provided with a replacement device.